Manufacturer narrative:
This report is filed on october 24, 2017.

Event description:
Per the patient's surgeon, the patient experienced infection and swelling at implant site and was treated with oral antibiotics (date not reported). However the issue could not be resolved; subsequently, the device was explanted on (B)(6) 2017. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.